Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle did not retract after opening the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the slide retract and the formed needle indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment, which prevented the needle from retracting after deployment. Damage was observed on the distal tip of the soft cannula. It could not be determined when or how this damage occurred. A single timeout value was observed in the download data. This timeout corrected itself and did not affect pod operation. No hazard alarms or drive stalls were observed in the data that would indicate a struggle to deliver insulin. Inspection of the drive mechanism components found no damages that would result in timeouts. No issues were observed with fluid flowing through the complete fluid path though the distal tip of the soft cannula was damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. It was reported that the patient had blood glucose (bg) values that reached over 500 mg/dl.